Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when the power button is pressed it goes to the boot up screen, then powers off. There was no reported impact to the patient.